Event description:
The rptr stated that her husband had gotten the er1 message. She said that she was unsure if he had gotten enough blood on the strip, and that they had not done a test strip comparison with the color chart on the test strip vial.